Event description:
The hosp reported that the pcf-160al looped inside the pt during a colonoscopy procedure making it difficult to withdraw the scope. The pt's colon was described as very tortuous. The colonoscope was removed without complications.